Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 129 mg/dl.